Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Based on the available information, the root cause of the event cannot be determined, however patient factors and progression of patient's underlying valvular disease pathology may have contributed. According to the instructions for use (IFU) for the 2700tfx model bioprosthetic heart valve, the intended use is for the native aortic valve replacement or aortic valve prosthesis replacement. In this case the device was implanted in the pulmonary position. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry department it was learned a patient initially implanted with a 27mm valve in the pulmonary position for 8 years 24 days underwent a valve in valve procedure due to pulmonary moderate insufficiency and stenosis. A 26mm replacement valve was implanted in the patient. The replacement valve was well seated with no residual pulmonary regurgitation post procedure. Patient was hypotensive post procedure and transferred to the ccu. The patient was discharged pod #1.